Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician could not find adequate r-waves with the lead. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.